Event description:
The manufacturer was informed by a (B)(4) supplier of a fire involving the power supply and power cord used with a continuous positive airway pressure (CPAP) device. There was no report of pt harm or injury. The CPAP device was not thermally damaged and remains with the end user.

Manufacturer narrative:
Despite numerous requests by the manufacturer for the return of the power supply and power cord for investigation, the power supply and cord have not been returned to the manufacturer to date. Upon completion of the manufacturer's investigation, a follow up report will be filed.